Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that they assumed it was around 2-3mm. This was verified when the trial femoral failed to seat correctly. It was off so much that a smaller size femur actually fit the bone. This was planned for a cemented knee. Based upon the additional information provided by the reporter, it was determined that the incident is not reportable and is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, the investigation of this complaint is now closed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgery, the posterior bone was cut more than expected by the robotic-assisted solution satellite station device. The robot was mounted to the bed. There was patient involvement. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.